Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having cough, sleepless and breathing problem. Patient has reported to received medical intervention of an inhaler. The reported event of difficulty of breathing cough and sleepless and its reported severity was reviewed by the manufacture¿s clinical expert. This event is assessed as product problem. There was no report of patient harm or injury. The device has not yet returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to product problem. Section h1 has changed to reflect a product problem. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having cough, sleepless and breathing problem. Patient has reported to received medical intervention of a inhaler. The relationship between the device and the adverse event is currently unclear. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.